Event description:
It was reported that the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: reportedly, there was an o-ring from a previous cartridge on the pneumatic tap which was causing the cartridge fitting issue. H6: code 1316 removed; code 2907 added.